Event description:
Event description cpi received information that a review of this patient's therapy history showed 6 non-sustained episodes and an inappropriate shock that indicated possible oversensing of the ICD. The episodes occurred while the patient was lying on his stomach. Further testing could not re-create the oversensing.